Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to oversensing with inappropriate shocks and pacing impedance measurements > 3000 ohms.

Manufacturer narrative:
Combination product: yes as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between november 07, 2025 and january 29, 2026 recorded the pacing impedance around 500 ohms with a sudden increase to 3000 ohms at the end of the recording period. The analysis of the provided iegm episodes from january 30, 2026 revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.